Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was analyzed and no anomalies were found.

Event description:
It was reported by the patient that after a bad lightning storm, the monitor no longer worked. When it was plugged in, the phones would not work, but when it was unplugged, they were restored. No patient complications were reported as a result of this event.